Event description:
Mandated masks have triggered anxiety and panic attacks. Also have deviated septum, which makes it even more difficult to breathe normally. Why the 'profanity' are we forced to wear these things when we were promised that there would be medical exemptions?; generic blue surg mask. FDA safety report ID# (B)(4).